Event description:
The customer reported that their device had its service indicator illuminated and logged a critical event code. The event code logged can prohibit the device from delivering defibrillation energy. It was observed during an initial evaluation that the device could not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. After providing a repair quote to the customer, the customer declined repair and requested the device be returned to them, unrepaired. The cause of the reported failure could not be determined. The device will not be returned to physio-control for evaluation.